Manufacturer narrative:
It was reported that the c6 monitor started a fire and overheated and burned the charging cord and the monitor itself. The c6 monitor was retruned for investigation. The device was visually inspected and all damage was noted to be on the outside of the monitor. The alleged fire and overheat is most probable to come from the charging cord which there is a known issue that algins with the failure mode and philips am&d is further investigating.

Event description:
It was reported that on 29 march 2024, the patient noted that when charging her mcot monitor the charging cord became burnt and stuck in the monitor charging port. The patient noted an oder coming from the charger.the patient did not report any injuries and nor was medical attention needed. A replacement was ordered.